Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist (fcs), during a left transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve, there was miscommunication between the team, and pacing was turned on and capture was confirmed, but the team inflated the balloon before the operator was able to inject contrast. The operator immediately placed hands on the contrast syringe while the valve was being deployed and did not hold positive pressure on the delivery system. Immediately after deployment, a contrast shot showed complete left main occlusion and mild paravalvular leak (pvl) on the non-coronary cusp (ncc) side. The operator stated that the valve had jumped. The valve also appeared canted, approximately 90/10 on the left coronary cusp (lcc) and 100/0 on the ncc. At this point, the patient went into in supraventricular tachycardia, and echo showed only the interior septal wall was moving. The top of the valve was noted to be in line with the sinotubular junction, and occluding the left main by approximately 90%. The non-coronary side of the valve looked to have a significant waist. CPR was initiated; the patient was shocked 8 times prior to echmo being placed. However, the patient continuously reverted back to ventricular fibrillation, and CPR was performed for approximately 15 minutes until the echmo line was in. The operator attempted to get wire access to the left main and was able to put a catheter through the open valve cells, but was unable to cross the native valve leaflets that occluded the left main. The patient rapidly decompensated with pressure in the 40's and in ventricular fibrillation. It was decided to go into open heart surgery and treat the occlusion with a graft. The deployed valve was left in place.